Event description:
The patient reported that they previously had a flowonix pump but it was too big and caused pain and rashes so they had it replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).